Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys/expiration date: 28-feb-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 04-sep-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five hours post implant procedure of the leadless implantable pulse generator (ipg), the cardiac perforation, pericardial effusion and cardiac tamponade occurred. It was considered that when the device was deployed, there was a high possibility that the tines perforated the targeted site which might be caused by strongly pressing. Cardiopulmonary resuscitation and the pericardiocentesis were performed. The pacemaker remains in use. No further patient complications have been reported as a result of this event.